Event description:
Patient was having diagnostic heart catheterization after access obtained. Catheter was advanced and lost x-ray function. Patient was removed and placed in another cath lab. No harm to patient.